Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was visually inspected and passed. The receiver failed to charge and reboot due to the receiver not turning on but will turn on with a known good battery after the receiver case was opened.the log was downloaded and evaluated with findings observed. The device was internally visually inspected and failed. The allegation was confirmed. The root cause is a defective battery. No injury or medical intervention was reported.